Manufacturer narrative:
Device not returned. No eval will be performed.

Event description:
Our (B)(4) affiliate reported a pt contacted them to report the pt developed acanthamoeba keratitis while wearing a 1-day acuvue define lens "around (B)(6) 2009". The pt reportedly experienced discomfort and pain immediately following insertion of the contact lens. The pt removed the lens and found a hole in the lens. The pt said the symptom remained after contact lens removal and the pt visited an eye care professional (ecp) the same day. The discomfort reportedly persisted, and the pt was referred to a hospital and was diagnosed with acanthamoeba keratitis os. The pt reported several hospital visits and a surgery were required (B)(6) 2009. The pt's os is currently fine. Our firm has made several attempts to obtain medical info. An interview with a doctor is scheduled for 10/21/2010. The product and the lot number are not available. Will report any additional info within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.